Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was in the office when they reportedly felt low when the cgm was displaying 126 mg/dl. They were not able to check a bg reading with a finger stick. They stated they felt symptoms of tingling in the hands nd tongue, sweating and was nauseous. They ate chocolate and either fell asleep or possibly passed out for apprxoimately two hours. Upon waking, the cgm was displaying 280 mg/dl and the patient was still unable to check a manual bg. At the time of the report, the patient felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was clarified that on (B)(6) 2025, the cgm was 60 mg/dl while the bg was 126 mg/dl. On (B)(6) 2025, while wearing the same sensor, the patient was in the office when they reportedly felt low when the cgm was displaying 126 mg/dl. They were not able to check a bg reading with a finger. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025.